Manufacturer narrative:
An intuitive field service engineer (fse) went on-site. The erbe integrated electrosurgical unit (iesu) was replaced due to the hard errors pointing to the generator. The system was then tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the customer reported event was confirmed but not replicated. A review of the logs found the reported generator-related errors, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was placed on a well-known system and the unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the user informed the technical support engineer (tse) that the erbe device was experiencing issues and displaying errors. The erbe generator was replaced with a third-party generator, allowing the procedure to continue and be completed as planned. However, the reporter noted that the procedure was delayed and there was additional blood loss due to the need for extra equipment to address the nonfunctional erbe generator. The procedure was completed as planned with no further issues.